Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results were 530, 410, 138 mg/dl. Test were done within 10 minutes with difference of 64%. Patient did not experience any adverse events. No further information has been reported.